Event description:
It was reported that the user¿s cartridge became stuck in the pump chamber during a supply change and could not be removed despite guided troubleshooting, including attempting the fill tubing step and manual extraction with household tools. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump therapy and transition to backup therapy pending receipt of a replacement pump. Investigation included customer service troubleshooting and user education conducted remotely. Investigation of this case revealed that the device component involved was the cartridge and its interface with the pump chamber, with inability to remove the cartridge confirmed by the user. It was concluded that the event involved a mechanical obstruction preventing cartridge removal; root cause could not be determined based on available information.